Event description:
Procedure: pelvic organ prolapse. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint report: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, postoperative complications: pain, extrusion, infection, urinary problems, bowel problems, recurrence, dyspareunia.